Event description:
It was reported that the insulin pump alarmed motor error during rewind. The device was not exposed to a high magnetic field. Troubleshooting was performed, and the displacement test failed. The drive support did not appear to be damaged. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to a motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarm. Cracks to the display window, battery tube threads, belt clip slot, reservoir tube lip and a scratched lcd window noted.